Event description:
It was reported that the lead would not capture at 4.5 v, 1.5 ms. The fluoroscopy image revealed lead dislodgement. The device could not be repositioned. The lead was subsequently replaced. The patient's condition was -good- before and after the event.

Manufacturer narrative:
No medwatch form was received.